Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician deployed the angio-seal device as usual. However, it seemed as if there was no suture in the device when deployed, and it came out together with the rest of the device when it was pulled back. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section the completed investigation. (B)(4). One used 6 fr angio-seal vip device has been received for product evaluation. The returned component was subjected to visual analysis. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was performed, the deployment sleeve was moved into the forward lock position, which led to the release of the anchor. The device was then pulled to rear lock position which led to posting of the anchor against the sheath tip. Digital force was then applied to the anchor and the tamping tube was released and the suture unwound as intended. There were no other functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, the likely root causes for this issue may include the device not being placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.